Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the battery drive test, the e360 ventilator shut down. There was no patient involvement at the time of the event. It was reported that the battery needed to be replaced. Medtronic/covidien was not authorized to evaluate/repair the device as the product is not in medtronic/covidien control. The repair will be completed at a non-medtronic/covidien location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
Device evaluation summary: one battery pack assembly was returned to medtronic for further analysis. Battery was tested on uba battery analyzer and it failed the 10-hour discharge portion of testing, lasting only three and a half hours. Date on the battery showed tested 01/30/15. The cause of the observed condition was determined to be the expired battery. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.